Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a review of the pump¿s black box revealed a cs 052 and 056 alarm. The pump powered on with no alarms. During rewind, the pump emitted a cs 078 service alarm. The pump was opened and there was moisture damage found throughout the pump. The alarm occurred due to moisture damage. (B)(4).